Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was able to duplicate the reported complaint (unit reported to have shut down). When suspected unit was connected to known good ac adapter, it was noticed that the ventilator was unexpectedly shutdown and instantly "vent inop" alarm occurred visually and was audibly. Internal inspection was done on the reported ventilator and it was noticed that the grounding clip was in contact with both the mainboard and the power board. After removing grounding clip, the ventilator powered on without any abnormalities and ventilated without any issues. Upon recommendation by service technician, mainboard and power-board were replaced as precaution.

Event description:
The customer reported that the lap top ventilator shut-off unexpectedly while being used on the patient. The patient was manually ventilated until patient was placed on the backup ventilator. The customer reported no harm or injury to the patient.